Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary artery intervention, the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) shaft broke and was successfully replaced with a 3.5 x 15 mm abbott bdc. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.